Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain how each device would not fire correctly? Were the same issues experienced with each device? If not, please explain all issues with each device. Were there any loading problems experienced? Was the clip fully advanced into the jaws? Was the handle(s) slow to return? How many clips were applied during the initial procedure? Describe the shape of the clips. Did the procedure drive the need to apply torque or twisting of the device(s)? Was the device(s) fired on a hard object? What structure was the device(s) fired on? Please specify the size of the structure. How was the case completed? If completed by one of the er320 devices, was proper clip formation observed prior to closing the patient? Was the bile leak confirmed? If so, what steps were taken to address the leak? Was the leak next to the clips? Does the surgeon believe the leak is attributed to the clip applier? What is the patient's current status? Is the patient expected to have a full recovery? Was there a recent conversion to ees devices in this account or with this surgeon? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, three instruments were used in the case and none would fire correctly. The case was completed. It is unknown how they completed the case. One week later, they received a call from an emergency room at a different hospital that was concerned that the patient had a possible bile duct leak. No device returning.